Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly as a result of pain and discomfort, patient had revision surgery on (B)(6) 2015. It is alleged that during that surgery, the surgeon noted that, "immediately upon dislocating the hip, we removed the femoral head. There was a significant amount of corrosion present and pseudotumor material".